Event description:
It was reported that when preflushing the needle of the port, flushing solution was unable to be flushed into it.

Event description:
It was reported that when preflushing the needle of the port, flushing solution was unable to be flushed into it.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of unable to infuse was confirmed and the cause was determined to be supplier related. The product returned for evaluation was one 20 ga x 0.75 in powerloc infusion set. The investigation findings were consistent with an adhesive occlusion, which occurred during device manufacture. The sample was functionally tested using water and a 12ml syringe, and a full occlusion was confirmed. Further examination of the sample revealed the following observations consistent with an adhesive occlusion: a clear substance was found at the luer hub. The occluding material fluoresced under ultraviolet light. Lack of usage residue suggested the occluding material did not originate at the customer facility. Using a wire probe, the material was determined to be hardened. From this, it was determined that the material was consistent with the adhesive used to assemble the device and appeared to have been deposited during device manufacture. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdxs0134 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that this patient underwent catheter placement from the right basilic vein on december 12. When pre-flushing the catheter following package opening, the operator found fluid leaks occurred at 10 cm scale of the catheter. It was impossible to perform catheter placement normally.